Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully using backup equipment. There were no adverse consequences related to this event.